Event description:
Patient revised on (B)(6) 2020, approximately 15 months after primary surgery. Surgeon converted total to a reverse due to failure of the rotator cuff. Surgeon explanted all components except stem (39x15 offset head, +0mm double taper, 3-4 peg glenoid size xs) and then implanted a 135/145 36/+3 standard humeral cup, 36mm centered glenosphere with screw, 24mm glenoid baseplate, and three standard screws.